Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 30-mar-2022. Expiration date: 01-mar-2032. Part number: 04.037.212s, 12mm/125 deg ti cann tfna 170mm - sterile. Lot number: 723p217 (sterile). Lot quantity: 6. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for cervical base fracture with the products in question. The patient had been able to undergo an extramedullary repair, but was shifted to intramedullary after surgery, and is now on the verge of an endoprosthetic cutout. An artificial head replacement was performed on (B)(6) 2022. The cause is unknown because no postoperative CT was taken. No further information is available. This report is for a 12mm/125 deg ti cann tfna 170mm ¿ sterile. This is report 1 of 4 for (B)(4).